Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced an n1 false positive. The sample was rerun on the instrument after taking a fresh aliquot from the original uvt tube, with the result returning as negative. There was no indication that results were reported, and there was no report of patient impact. Assays used: sars-cov-2. The following information was provided by the initial reporter: "customer is reporting an increase in single target (n1), non-repeating positive results with the bd cov-2 assay." "The customer is repeating the samples by taking a fresh aliquot from the original uvt tube and re-running on the same max instrument. The result is negative on the repeat. The customer performs testing on both symptomatic and pre-op patients. The most recent samples that were initially n1 positive and repeated as negative, were all from symptomatic patients."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916and serial number (B)(6)) had a "false positive¿. Customer reported that they an increase in n1 positive with bd-sars-cov-2 result. Customer would repeat the sample with a fresh aliquot from the original uvt tube and reran the sample. The result would be negative on rerun. Customer ran test on both symptomatic and pre-op patients with the initial result being positive and repeated result being negative. Customer performed environmental monitoring and had all negative results. Customer noted that the non-repeating positive results are occurring from one lab tech. Customer reviewed the workflow and procedure with the lab tech and the issue was resolved. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 24aug2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument ct2385 and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause is determined to be due to workflow. Complaint is unconfirmed as this issue is due to workflow. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced an n1 false positive. The sample was rerun on the instrument after taking a fresh aliquot from the original uvt tube, with the result returning as negative. There was no indication that results were reported, and there was no report of patient impact. Assays used: sars-cov-2 the following information was provided by the initial reporter: "customer is reporting an increase in single target (n1), non-repeating positive results with the bd cov-2 assay." "The customer is repeating the samples by taking a fresh aliquot from the original uvt tube and re-running on the same max instrument. The result is negative on the repeat. The customer performs testing on both symptomatic and pre-op patients. The most recent samples that were initially n1 positive and repeated as negative, were all from symptomatic patients."